Manufacturer narrative:
This report is submitted on june 17, 2020.

Event description:
Per the clinic, it was reported that the patient sustained a head injury resulting in migration of the implant magnet. Revision surgery is scheduled and has yet to occur, as of the date of this report.

Manufacturer narrative:
It has now been reported that the magnet was replaced on (B)(6) 2020. This report is submitted on july 21, 2020.